Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign material in the channel and unable to pass the forceps issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: -inspection of the suction function -inspection of the suction function olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to instrument stuck inside of biopsy channel, additional evaluation findings are as follows: plastic distal end cover had poor insulation, guide wire tension test was unable to performed due to foreign object inside channel, catheter test was unable to performed due to foreign object inside channel, up/down/right/left control knob had minor play, distal end plastic cover had scratches and dent on hold ring, bending section cover glue was cracked, insertion tube had minor surface scratches, suction flow was unable to performed due to foreign object inside channel, customer label was on grip, light guide tube had minor surface scratches, scope connector had minor surface scratches, unable to do dunk test due to foreign object inside channel, angulation had all directions out of specification, and there was no brush passage due to foreign object inside channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the duodenovideoscope had a forceps/instrument channel malfunction. During the evaluation the following reportable malfunction was found: instrument stuck inside of biopsy channel due to insufficient cleaning. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.